Event description:
It was reported that the physician's handheld was no longer working. No patient's have been affected. It was reported that the handheld was attempted to be charged, but would not power on after charging. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date. No additional relevant information has been received to date.